Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device revealed an incomplete blow-through as the posterior cuff successfully captured the needle during needle deployment, but failed to be ejected completely out of the posterior foot pocket. Subsequently, when the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching from the swage end of the anterior cuff as observed. A failure to eject the posterior cuff out of the posterior foot pocket and subsequent link detachment would result in a failure to retrieve the suture as reported. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for an incomplete blow-through include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. Inspection of the needle shank revealed no obstructive materials, which could prevent the push mandrel from traveling beyond the distal end of the posterior needle to eject the posterior cuff completely out of the pocket. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. The push mandrel travel was tested on every needle plunger during manufacturing. Based on the successful testing of the push mandrel travel during investigation and manufacturing, the probable cause for an incomplete blow-through that resulted in subsequent link detachment is not fully depressing the plunger. This is incorrect deployment technique per the proglide instructions for use (IFU). The IFU states: while maintaining device position, deploy needles by pushing on the plunger assembly (in the direction marked 2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. No manufacturing or quality issue was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, after plunger removal, the suture limb was loose and the knot could not be tied. A guide wire was reinserted and a second proglide was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.